Manufacturer narrative:
An event of cardiac arrest during procedure was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Updated ed: it was reported that on (B)(6) 2021 a patient underwent an explant of their 27 mm, sjm masters series mechanical heart valve on (B)(6) 2021. The reason for the explant is unknown and the device (s/n (B)(4)) has been discarded and will not be returned for analysis. Three months later, on (B)(6) 2021, the patient required another re-do mitral valve replacement (mvr) and the second 27 mm, sjm masters series mechanical heart valve (s/n (B)(4)) was explanted. The need for explant three months post implant remains unknown, however. The patients pre-explant international normalized ratio (inr) was 3.4 units. Thrombus was found inside the leaflet hinge which appeared to be impeding the leaflets ability to open and close, causing the leaflets to stick. The patients condition may have also played a role. The second sjm masters series mechanical heart valve, (s/n (B)(4)) will be returning for analysis. A full multifaceted investigation has been requested from the implanting physician. No further information has been provided. Related manufacturer reference #2648612-2021-00068.